Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, non-conformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, vessel spasm, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the right internal carotid artery (ica) and middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, a neuron max was advanced through a non-penumbra sheath in the right ica. A coaxial system of a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system jet 7 reperfusion catheter (jet7) were then advanced over a guidewire and through the neuron max. Several passes were completed using a jet 7 and a 3max achieving a tici score 2a. After removal of the jet7, a digital subtraction angiography (dsa) was obtained through the neuron max in the proximal right ica showing vasospasm, involving the cervical segment of the right ica; therefore, 10 mg of intra-arterial verapamil was infused using a slow hand bolus technique through the neuron max. Post-verapamil infusion angiography showed the vasospasm was resolved. The vasospasm was reported to be a non-serious adverse event with a definite relationship to the index procedure and neuron max.